Event description:
I am a type 1 diabetic currently in the omnipod 5 and dexcom 6. I noticed my dexcom app started showing my blood sugar spike for no known reason. At 12:23 pm my blood sugar was 155, but by 12:43 I was 275 which is too much of a swing for accuracy. I had not eaten or had any medication besides my insulin. I had to head home and use my glucose monitor, which showed me at 281. The dexcom 6 sensor was way off and not accurate at all, which has been an ongoing trend with their product.